Manufacturer narrative:
The investigation for the reported limb ischemia and stroke has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and stroke could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported the patient was on impella cp support. While on support, pallor and cold temperature was noted to the lower left extremity distal to the impella site. The staff increased inotropes and impella was weaned for removal. It was also reported that the patient was declared brain dead but hemodynamically stable and the procedural outcome was the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿